Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture and oversensing was noted on the right ventricular and left ventricular lead due to electronic magnetic interference from an unrelated procedure. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2019-18492.